Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer has observed frequent air bubbles present in the luer lock. Reportedly, the customer was able to prime out the air bubbles successfully. The customer's blood glucose level ranged from 167 to 300 mg/dl. The customer delivered a correction bolus.